Event description:
Healthcare professional reported that the returned device was explanted due to aneurysm in the band and leakage in the port.

Manufacturer narrative:
Taper ii. (B) (4). Allergan has received the product; however, the analysis has not been completed at this time. No additional info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling instructs surgeons to "inspect the inflatable portion of the band for uneven inflation or leaks prior to product placement." A possible cause of the event includes over inflation of the band with sterile saline. The exact cause of the event cannot be determined.